Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "when inserting k-wire, the tip broke off about 3mm and remained in the bone. The surgeon tried to remove it, but could not."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "when inserting k-wire, the tip broke off about 3mm and remained in the bone. The surgeon tried to remove it, but could not."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be returned to determine the exact root cause of the event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when inserting k-wire, the tip broke off about 3mm and remained in the bone. The surgeon tried to remove it, but could not."